Manufacturer narrative:
A philips remote service engineer (rse) spoke with it and rn regarding questions about alarm values. The rse reviewed the clinical audit trail and confirmed that yellow and red alarms occurred as expected, with a yellow spo2 alarm reported at 11:03:49 and acknowledged at 11:04:01 at the bedside monitor. The alarm did not meet the delay criteria to activate a red desaturation alarm. The system was found to be working as intended, and it was advised to engage biomed for further testing to verify the functionality of spo2 alarms. No further response was received from the customer, and the case was closed per process. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the patient information center ix indicating that the customer observed spo2 desat values but no alarms were noted and no alarm was sent to the phone. The device was in use on a patient at time of event, there was no adverse event reported.